Event description:
Complainant alleged that while treating a pt (age & gender unk) the device displayed a "bridge test fail" message. Complainant indicated that the clinician obtained another device to continue treating the pt.